Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the consumer uses a pride chair with an invacare back. The caller states the consumer uses the chair outdoor and screws have fallen out of the attaching hardware for the back.